Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that the patient underwent an unknown left foot surgery on (B)(6) 2013 and sutures were used. Following the procedure the patient underwent removal of sutures due to pain, sutures coming to the surface and her body rejecting them. Additional information has been requested.